Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon (1): ¿e103 error was due to a failure of the power supply unit" and phenomenon (2): ¿e103 error was due to an ignitor failure¿ were reproduced. It was confirmed that both were due to a failure of the power supply unit and a failure of the igniter respectively. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. From the service manual, e103 indicated that clv failed to light, and confirmed that it was a message that occurred when an ignition error of the light source device could occur. (See service manual on page 4-46.) Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source, displayed e-103 error code. The issue was found during preparation for use in diagnostic otolaryngoscopy and the procedure was completed with a similar device without any sedation or delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the e103 error was caused by power unit failure and igniter failure . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.